Manufacturer narrative:
Type of reportable event: changed to death. No device malfunction occurred. The investigation has demonstrated that alarms were provided at the time of the event and were silenced by a user at the information center after which time alarm reminders were provided. Testing found the device performing to specification.

Event description:
The patient experienced a delay in response to treatment. Resuscitation did revive the patient; however ,the patient expired approximately eight hours later.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a serious injury that occurred on (B)(6) 2018. The type of injury was not provided. It was originally stated that the call was for help accessing the clinical audit log only and that there were no issues with equipment or with alarms, that the call was for information only. Information was supplied by the ccsc (customer care center) to the biomedical engineer and to the nurse practitioner who were instructed how to access clinical audit log data and how to use filters. Per remote clinical application support the clinical audit logs were reviewed and explained. Subsequently the risk manager was contacted and she stated that it was not clear to her whether the issue was with the philips product or not. She requested a full investigation. Further investigation is required to understand if any philips product caused or contributed to the adverse event. The type of injury and patient information was requested from the customer as well as circumstances surrounding the adverse event and the device alarm logs. A serious injury was reported. The central station was monitoring the patient at the time of the adverse event.